Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient. There was no harm or injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the tip-up fenestrated grasper be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.